Event description:
One patient had a bile leak attributed to cannula injury (transection) of large ducts. This complication is considered technical in nature and can be avoided by directing the probe around major bile ducts.